Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip close cable was derailed from distal idler pulleys and exposed on outside of pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis investigation also found that the close grip cable had two frayed sections. The distance between the frayed sections was 0.23. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocess of the mega needle driver instrument, the cable on the instrument was observed to be off track. No missing or fallen pieces were reported.